Event description:
A facility reported that during the procedure, the physician identified cerebrospinal fluid (csf) leakage from the hakim valve (ID (B)(4). The physician replaced the device with another of the same model to complete the procedure. The issue was detected before implantation site closure. No patient injury reported, and the event did not led to surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.